Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. No known consequences or impact to the patient. Failure to unfold or unwrap. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed there was a tear across the haptic,optic and a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported the tech was having difficulty loading the aa4203tl silicone single piece lens and after it was placed in the eye it did not unfold properly. The lens was removed and another same model lens was implanted without any injury to the patient. The reporter stated the event was the result of a loading error.